Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal right coronary artery. A 2.00mm x 30mm emerge¿ balloon catheter was advanced for pre-dilatation. The balloon was inflated twice at 10 and 14 atmospheres; however, during the third inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2.5mm x 20mm non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.